Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown gel implant placed experienced rupture of an unknown side post procedure. This is one of a number of ruptured implants that a surgeon discovered stored in the facility post explant. The device was explanted and replaced with 400cc mentor memorygel breast implants on (B)(6) 2022. However, it was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Additional information was received on may 12, 2022. The device, originally reported as unknown gel, is a mentor siltex round moderate profile 325cc saline prosthesis. The impacted product was received by the failure analysis lab on may 19, 2022. The investigation of the returned device was completed by the failure analysis lab on may 22, 2022. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5782789 number, and no non-conformances related to the malfunction were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 1.1. Cm. The evaluation determined that the cause of the deflation was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).